Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and miniarc was implanted and on (B)(6) 2010 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent cystoscopy due to pop. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and miniarc was implanted and on (B)(6) 2010 due to mixed urinary incontinence , intrinsic sphincter deficiency, urethral hypermobility and failure of prior sling mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh explant due to urinary problems, leakage, urgency , frequency, recurrent uti¿s, neuromuscular problems, abdominal pain, pelvic pain, dyspareunia, vaginal scarring, vaginal discharge and other physical and emotional injuries on ~ (B)(6) 2010 also at this time the patient had a mesh implanted . It was reported the patient experienced erosion of vaginal mesh, extrusion of vaginal mesh, recurrent urinary problems, urgency and frequency, recurrent uti¿s, neuromuscular problems, abdominal pain, pelvic pain, dyspareunia, vaginal scarring, vaginal discharge, urethral bleeding, bowel problems and other physical and emotional injuries and underwent cystoscopy and urethroscopy and underwent explant on ~ (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with suprapubic catheter placement for anticipated temporary voiding dysfunction. It was reported that following insertion the patient experienced dysuria, mixed incontinence and irritative voiding symptoms. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent bladder biopsy on (B)(6) 2012 by dr. (B)(6).